Manufacturer narrative:
An event of difficulty in delivering the device was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. Information from the field indicated that a 6f non-abbott delivery sheath was used to deliver the device. Per the instructions for use, the minimum recommended size delivery system for use with a 14 mm avp ii plug is an 8f.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on(B)(6)2022, a 14mm amplatzer vascular plug ii (avp2) was chosen for implant. In order to repair a leak in the internal iliac artery (iia), and to prevent type 2 endoleak as a complication of endovascular aneurysm repair (evar), the right iia embolism site was approached from the left common femoral artery with a 6f non-abbott (terumo destination) guiding sheath crossover. The 14mm avp2 was inserted into the guiding sheath and a delivery was attempted. It was abandoned due to strong resistance near the right common iliac artery. There was no attempt to release the device at this time. The avp2 was replaced with a penumbra manufactured coil. The penumbra manufactured coil was changed to a 0.035" pod coil and the right iia was successfully embolized. The physician suggested, based on experience, that the problem may lie with the specific avp2 used. There were no adverse patient effects